Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There was no specific reason for the revision surgery and additional surgery with embedment. However, no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug(device #1). An additional emdr was submitted to represent the bard/davol perfix plug(device #2). An additional emdr was submitted to represent the bard/davol perfix plug(device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #2). On (B)(6) 2007: the patient had unspecified injuries related to a defect in the perfix plug, and underwent revision surgery. On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #3). On (B)(6) 2011: the patient had diagnosis of embedment. The patient is making a claim for an adverse patient outcome against the three (3) perfix plug(device #1, device #2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."